Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to infection. No new system was implanted. No additional adverse patient effects were reported. This product is not expected to be returned.